Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 57 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include dizziness, shaking, and sweating. In addition, the patient reports having vision problems. Once at the hospital the patients pod was removed. The patient had x-rays administered as well as a blood test. The patient was given juice and crackers. The patient was at the hospital for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.